Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed but the exact cause remains unknown. Three photo samples of what appears to be three different accucath catheters were provided for evaluation. The first photo shows the catheter with an extension set attached to the hub. Blood residue was visible within the distal end of the catheter. Three kinks were present within the proximal half of the catheter shaft. The second photo shows an accucath catheter with two kinks present on the proximal half. Blood residue is present on the distal end. The third photo shows an accucath catheter attached to a statlock securement device. A kink is present at the proximal end of the catheter near the hub. The use conditions of these catheters during insertion are unknown. Based on the description of the reported event and photo sample provided, possible contributing factors include advancement against resistance, insertion angle, and patient anatomical condition. Since multiple kinks were observed on the catheter length, the complaint is confirmed; however, the exact cause remains unknown at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "accucath catheter kinking". This occurred with three devices, this report addresses the third device.